Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received from the customer a copy of their medsun report which states: "nursing was inspecting IV tubing and found carefusion smartsite screw connector spike was broken off inside b. Braun caresite access device." No pt harm or medical intervention occurred. No further pt/event info was reported.